Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the clinic for a routine follow-up and the ventricular lead exhibited an impedance measurement anomaly. The lead remained implanted.